Manufacturer narrative:
(B)(4). Batch # t93u4y. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The device was disassembled to verify the condition of the internal components and no anomalies were found. The event/complaint described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip was not formed properly and the jaws became not to open at the 3rd firing. The 2nd clip was deployed and formed as intended. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequence to the patient. No further information is available.